Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call external ram crc error alarm and unexpected restart alarm. Customer's blood glucose level was unknown. Customer advised the insulin pump turned off and gave an unexpected restart alarm. Customer replaced the battery on the insulin pump and a temporary basal was not programmed prior to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, a cracked case near the display window corners, and minor scratches on the display window.